Event description:
A (B)(6) old female pt's spouse contacted zoll customer support to report that when battery pack sn (B)(4) was placed in the charger, the charger showed there was a problem and couldn't be used, and the battery wasn't charging. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (does not charge on charger) has been confirmed. As received, the battery would not charge in the charger or power on a monitor. Upon service investigation, the battery was found to have an output voltage of 0v. The cause for the inability to charge and power on a monitor is the 0v output voltage. The root cause for the 0v output voltage cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.